Event description:
It was reported that this device is currently under advisory for premature battery depletion. The device has depleted from 41% to 16% battery after approximately a month. Remote device analysis was performed and premature battery depletion is suspected. Replacement was recommended, however the device remains in service. No adverse events were reported. Boston scientific issued a field safety notice in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Manufacturer narrative:
This supplemental report is being filed to provide additional information.

Event description:
It was reported that this device is currently under advisory for premature battery depletion. The device has depleted from 41% to 16% battery after approximately a month. Remote device analysis was performed and premature battery depletion is suspected. Replacement was recommended, however the device remains in service. No adverse events were reported. Boston scientific issued a field safety notice in (B)(6) 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in (B)(6) 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.